Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. Investigation conclusions: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature.

Event description:
On (B)(6) 2010, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, enlargement of the patient's right common iliac artery was observed. It was reported that a dissection was noted extending from an unidentified location around the distal end of the contralateral leg component located in the patient's right common iliac artery. Reportedly, the physician suggested that the dissection near the distal end of the device may be the cause of the iliac artery enlargement. On (B)(6) 2021, the patient underwent reintervention. The patient's right internal iliac artery was coil embolized. An additional contralateral leg component and a cordis s.m.a.r.t. Stent were placed to the level of the patient's right external iliac artery, intentionally covering the embolized right internal iliac artery. There were no further reported issues. The patient tolerated the procedure.